Event description:
It was reported that the right ventricular (rv) lead pacing impedance was noted to have increased from 492 to 1119 ohms, the impedance measurements remain within normal range. In-clinic assessment was recommended. Additional information was provided. Further changes in the rv lead impedance show an increase to a maximum of 1328 ohms, which is high out of range. A recent increase in the rv capture threshold was also observed. The rv electrogram (egm) baseline seems slightly noisy but there is no oversensing observed in any egm. Ts recommended to continue to monitor. Additional information was received. The physician performed a lead revision procedure due to high capture threshold and intermittent failure to capture from the rv lead. The lead was explanted and successfully replaced. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis as it was discarded.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance was noted to have increased from 492 to 1119 ohms, the impedance measurements remain within normal range. In-clinic assessment was recommended. Additional information was provided. Further changes in the rv lead impedance show an increase to a maximum of 1328 ohms, which is high out of range. A recent increase in the rv capture threshold was also observed. The rv electrogram (egm) baseline seems slightly noisy but there is no oversensing observed in any egm. Ts recommended to continue to monitor. The crt-d system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance was noted to have increased from 492 to 1119 ohms, the impedance measurements remain within normal range. In-clinic assessment was recommended. Additional information was provided. Further changes in the rv lead impedance show an increase to a maximum of 1328 ohms, which is high out of range. A recent increase in the rv capture threshold was also observed. The rv electrogram (egm) baseline seems slightly noisy but there is no oversensing observed in any egm. Ts recommended to continue to monitor. Additional information was received. The patient exhibited syncope, and a chest x-ray showed tangled leads consistent with twiddlers syndrome, which had caused the associated changes in the lead electrical performance. The physician performed a lead revision procedure due to high capture threshold and intermittent failure to capture from the rv lead. The lead was explanted and successfully replaced. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis as it was discarded.